Event description:
(B)(6) has several tracer ex2 manual wheel chairs where the heel loop part 1035917 has a clip that cracks in half after about 2 years. He was complaining because they don't last that long. He did not have a serial number. The caller has no further information to provide. Referred to dealer for replacement part needed.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.